Manufacturer narrative:
H6 code: a01 incorrectly submitted in initial.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical symptoms (ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Peri-procedural adverse event (major bleed, vascular dissection): the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. The impella cp was prepped, inserted, and support was initiated without complications. Following the hrpci, the impella was successfully weaned and removed in the procedural area. It was reported that the physician encountered complications with a perclose closure device following explant to close the access site. An additional perclose device and angioseal were deployed. Hemostasis was achieved, however the patient lost distal flows after closure. The physician believed the perclose device may have attached to the anterior of the wall of the vessel and closed off the flow. Vascular surgery was consulted to repair vessel. The patient's outcome at the time of explant was survived.